Event description:
Procedure: hernia repair. Reportedly, when the surgeon removed trocar, the balloon detached from the device and remained in the patient cavity. The surgeon removed the deflated balloon, intact. No patient injury reported.